Event description:
Caller reported aviva system blood glucose results, all mg/dl: 261 @ 8:27 am 152 @ 8:28 am 130 @ 8:28 am 162 @ 8:28 am 142 @ 8:28 am no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.